Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an admiral xtreme to treat the mid short saphenous vein (ssv). The IFU was followed and the device was prepped without issue. It was reported that a circumferential balloon burst occurred at 5 atm during inflation. The device passed through a previously deployed stent and all fragments of the balloon were retrieved. Resistance was encountered when the balloon was gradually pressurized to 5 atm. The angiography found that the stent was full of contrast agent. The procedure was completed without further issue using another balloon.

Manufacturer narrative:
A non-medtronic 0.018 guidewire was used in the procedure. Evaluation summary: the device was returned for evaluation. A visual and a tactile inspection was carried out on the device and there was a longitudinal burst on the balloon. If information is provided in the future, a supplemental report will be issued.